Manufacturer narrative:
Incidental findings: damaged bottom housing. Manufacturer's investigation conclusion: the reported event of a cracked bottom housing was confirmed. The mobile power unit, serial (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The unit powered up and was found functioned as intended. The bottom housing was replaced, and the unit software was updated. The (B)(6) was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 07dec2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Event description:
It was reported that there was damage on the rubber encasing of the patient cable and the bottom cover of the mpu is damaged near the screw of the connector.